Event description:
The pt underwent a lens replacement due to a refractive error. The lens was mislabeled. The lens was labeled 24.0 diopter, but measured at 19.0 diopter.

Event description:
The pt underwent a lens replacement because the surgeon felt the possibility of a refractive error. During lens replacement, an anterior vitrectomy was performed and 5 or 6 sutures were used.